Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -11.0 (sphere/cylinder/axis), implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial and had clear surgical residue or debris on the product. Visual inspection found no visible damage to the lens and presence of debris and clear residue on the elns surface. The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of -11.0/+2.0/97 sphere/ cylinder/ axis in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a longer lens on (B)(6) 2018 due to low vaulting and the problem was resolved. Conclusion: as per dfu for this model, vicl's are contraindicated for implantation in patient's with anterior chamber depth (acd) less than 3.0mm. (B)(4)